Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis. The caller stated that the high pressure test was performed and passed. The alarm history was reviewed and found auto off alarms and several no delivery alarms, but he did not call to report the alarms. It was stated that the customer had another issue of concern at the time of his admission, but it was not disclosed while calling. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.